Manufacturer narrative:
The product has not returned for analysis, however, pictures were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a supraventricular tachycardia (svt) ablation procedure with a webster cs and an electrode dislodgement occurred. It was reported that one of the distal electrodes became "dislodged" when being removed from the sheath. No parts were missing from the catheter when removed and no parts were left inside the body. Caller stated they had no issues using the catheter during the procedure. No injury to the patient was reported. This happened at the end of the procedure so the catheter did not need to be replaced. There was no patient consequence. Additional information received indicating the damage resulted in a lifted tip electrode, but do not think anything sharp was exposed.